Event description:
It was reported that the patient has felt "a weird sensation of sorts, like shocks" from the device. Multiple attempts to obtain further information from the patient's physicians of record were unsuccessful as the patient is not followed by either office. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead 2008 (B)(6). (B)(4).